Event description:
It was reported that on an unknown date a 21mm trifecta valve was implanted. On an unknown date, the patient underwent an explant of their 21mm trifecta valve. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially reported information, additional information was received that the 21mm trifecta valve was implanted on (B)(6) 2015. On an unknown date, the valve was explanted and replaced with another valve. No additional information was provided. Subsequent to the initially reported information, additional information was received that the 21mm trifecta valve was implanted on (B)(6) 2015. On an unknown date, the valve was explanted and replaced with another valve. No additional information was provided.

Manufacturer narrative:
An event of explant was reported. No information was received to indicate the device failure. Abbott requested for procedure imaging to review, this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: date of event : date of event is unknown. H6. Added health effect - impact code 4607 hospitalization or prolonged hospitalization.